Manufacturer narrative:
This report is submitted on june 19, 2023.

Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.